Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), unique device identifier (UDI) number and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and specifications. No abnormalities were found. The root cause of the reported issue was not identified. Based on reported information and device evaluation, the reported failure was due to the video connector connection became unstable, and the video transmission became unstable and the image flickering occurred. Probable cause for the failure occurred due to the user hitting something hard and gave a strong shock. The video connector lock latch potentially failed due to the user trying to pull out the video connector without lowering the unlock lever. Probable cause that the cm board failed due to an accidental failure of a component on the cm board. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: ·push the video connector of the video scope cable exera ii into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. ·push the video connector into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. ·push the video connector of the camera head or the oes video converter into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. ·when a visera endoscope, oes video converter, or camera head is used, disconnect the video connector of the video scope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down. ·when an evis series endoscope is used, disconnect the scope side connector of the video scope cable and place it on the scope cable holder. If disconnecting the video connector of the video scope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down, place it on the side of the scope cable holder. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the device was found with worn out scope socket causing loose connection with scope and camera heads causing image issue . The sdi (serial digital interface) was found with no output, the cm board needs to be replaced. Minor deformation was found on chassis unit and crack on bottom panel was observed. The device was placed for repair. Based on evaluation findings, the reported issue was confirmed. The reported failure was due to worn socket and faulty cm board attributed to electronic component failure.

Event description:
It was reported that the device was found with flickering image and was in and out. The issue occurred during preparation for use. There was no patient involvement on this event. No user injury reported.